Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) after experiencing two charge times outside of the extended charge time limit for the device. The local boston scientific field representative indicated that the patient has elected not to have the device changed out at this time. There were no adverse patient effects reported. The device remains in service.